Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture popped out of the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: lot number is rkbbhgw0. ¿sutures breaking off¿ was how it was described to me. During use of the suture on the patient. No adverse patient consequences. The product is not available for return. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength = 275 g /m.